Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Event description:
Patient reports ill fit the top aligner cuts into the gums on both sides and the sides of the aligners are cutting the tongue. The aligners have sharp edges near the back teeth and causing pain (level 6).

Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21 cfr part 803.